Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the surgeon was unable to use the inserter to remove the trial component as it was stripped. A 45 minute delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. A manufacturing history review has been requested. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the returned device found signs of wear and excessive damage with gouges at the top of the trial. Inspection of the trial internal threads show damage that appears to have been caused by cross-threading. The age of the trial and evidence supports that the trial was damaged during use, including the threads which would cause an issue with the inserter. The inserter was not returned so it is unknown if the inserter was also damaged or when the damaged occurred. The trial was damaged and used beyond useful life.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Device has been received and evaluation is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.